Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for diabetic ketoacidosis. The last infusion set change was done one day prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the required tests.